Event description:
Patient notified rn IV tubing was leaking, upon examination of the tubing a hole was discovered just below the upper locking mechanism which fits into the pump (pumping segment) medication infusing octreotide approximately 10 cc of medication loss - no harm to the patient. It is unknown rate of infusing medication.

Manufacturer narrative:
The following elements have blank data. Unique device identifier (UDI): for type of device: pump, infusion.

Event description:
Patient notified rn IV tubing was leaking, upon examination of the tubing a hole was discovered just below the upper locking mechanism which fits into the pump (pumping segment) medication infusing octreotide approximately 10 cc of medication loss - no harm to the patient. It is unknown rate of infusing medication.